Manufacturer narrative:
Correction to e1 reporter name and address of the initial medwatch. The information was inadvertently selected and should reflect olympus. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, it is likely the following led to the malfunction: according to the following inspection results, the event was possible caused since the image sensor unit was damaged due to buckling of the insertion section. However, we could not specify the event. Olympus will continue to monitor field performance for this device

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the bronchovideoscope exhibited no image, black. There were no reports of patient involvement. Additional details relating to the patient and the event have been requested, but no response has been received at this time.